Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit was giving low readings when used on adults and no readings on infants. There was no patient harm reported.

Manufacturer narrative:
The sample was returned and visual examination showed the detector path was damaged. The failure mode has been detected in previous failure investigations and is caused by damage to the flex circuit by excessive force or bending. DHR review indicates that the product was manufactured according to established procedures and passed all qa filters. Per dfmea for pulse oximetry sensors, 10112856, no saturation readings for failure mode ¿flexible circuit fails open¿ caused by mechanical stress has a residual risk of alarp. If information is provided in the future, a supplemental report will be issued.